Manufacturer narrative:
The investigation for the hemolysis and the sepsis has been completed. No product was returned. The data logs do not show any motor current spikes, trending placement signal, suction, or other abnormalities. The root cause of the hemolysis was not determined due to lack of sufficient clinical information. Additionally, the root cause of the sepsis could not be determined without clinical details.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hemolysis with a possible relationship to the impella device used: peak: lactate dehydrogenase was 5273 on (B)(6) 2024, plasma free hemoglobin = 99.5 on (B)(6) 2024, and total bilirubin on (B)(6) 2024 was 4.4. Baseline was unknown. Team was concerned for hemolysis and monitored labs throughout this admission. Prior to removal, trend improved, and team had lower concern for hemolysis. Impella removed on (B)(6) 2024. The patient recovered with no sequelae. Additionally, the patient endured sepsis with a possible relationship to the impella device used: patient was febrile on night of (B)(6) 2024 40 degrees celsius. Patient's white blood cell (wbc) trend was monitored and worsened closer to death. Peak of wbc = 29.2 on (B)(6) 2024. Patient was given intravenous antibiotics and cultures done. Infectious disease following. Exact cause was unknown for sepsis. Team suspects due to inflammatory reaction from longstanding heart failure / shock / vasoplegia. Positive sputum culture on (B)(6) 2024 and bronchoalveolar lavage on (B)(6) 2024 for klebsiella pneumoniae. It was reported that the patient/event has not recovered/not resolved, but the patient survived the event.